Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient. The test strips were requested for investigation, however, the customer no longer has the test strips to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter at 9:00 a.m. With a result of 2.3 inr. The result from the laboratory at 9:15 a.m. Was 1.7 inr. The customer's falithrom was increased based on the laboratory result. The customer had a "slight stroke." The customer was treated with heparin and admitted to the hospital for 4 days. The customer did not allege the device caused or contributed to the "slight stroke." The customer's therapeutic range is 2.5 - 3.0 inr. In the 10 days prior to the event the inr results from the device were at the very low end or below the customer's therapeutic range. The device alerted the customer of low inr results which corresponded to the event. There is no information to suggest the device caused or contributed to the "slight stroke."

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested together with a retention control lot. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.6 inr and qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.